Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified right coronary artery (rca). A 3.00 x 12 mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent got flared. The procedure was completed with a new 3.0 x 12 promus premier stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and proximal stent damage was noted. Proximal strut segments 1 and 2 were damaged and slightly lifted. The remainder of the stent was undamaged. The outer diameter for the undamaged section was measured within max crimped stent profile measurement. The balloon appeared to have been subjected to positive pressure and a vacuum pulled. There was hardened medium resembling blood present in the balloon. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified right coronary artery (rca). A 3.00x12mm promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent got flared. The procedure was completed with a new 3.0 x 12 promus premier stent. No patient complications were reported and patient's status was good.